Manufacturer narrative:
Device passed the displacement test and self test. The test battery was removed from the battery compartment and reinserted after sixty seconds, less than ten minutes, and more than ten minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the device and then powered the device back on. No unexpected post-reset ram crc alarm were noted during testing. Device was connected to a test meter, contour next link, and was able to connect. A controlled glucose test solution was tested using the meter and sent to the device without any issues. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had post-reset ram crc alarm. The customer¿s blood glucose was unknown. Customer reports they were able to clear the alarm. Customer was unable to rewind the pump. Customer states the alarm did not occur immediately after a battery change. The insulin pump will be returned for analysis.